Manufacturer narrative:
Philips service replaced the hard disk and reloaded the software, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc software corruption causing startup failure on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.